Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted (B)(6) 2005. (B)(4)

Event description:
The patient reported symptoms of "poking and hurting" from the area of their implant. The clinic reported that a pocket revision was done to relocate the device to a more suitable position. The device and leads remain in use. No patient complications have been reported as a result of this event.